Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she ended up in the hospital and her blood glucose was 22 mg/dl. Customer was found on the floor and her insulin pump was cracked. Customer stated that emergency medical services was dispatched and customer was hospitalized on (B)(6) 2016 with a blood glucose level of 335 mg/dl. Customer had hypothermia and was wearing the pump at the time. Customer declined troubleshooting for her low blood glucose because she is in the hospital and just wants a new pump. Customer was found on the floor with her granddaughter, who is an infant, sitting next to her. Customer's body temperature was 88 degrees. Customer's current blood glucose is 265 mg/dl. Customer stated that the hospital is keeping her blood glucose high so she does not bottom out again.

Manufacturer narrative:
The operating currents are within specifications and the insulin pump passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Visual inspection shows that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.